Event description:
Initial result for a patient hcg was <0.5miu/ml. When repeated, the result was >10,000miu/ml and 35523 miu/ml when diluted. No adverse events were reported in association with the incorrect result. The field service representative was unable to determine a cause for the discrepancy.